Manufacturer narrative:
(B)(6). The device was received for evaluation. A visual inspection was performed and evidence of a leak was noted. A functional leak test was also performed and a leak at the solvent-bonded junction of the tubing and stressmember was noted. There were no signs of a leak at the winged luer cap. The reported condition of a leak at the winged luer cap was not verified; however, a leak was discovered at the solvent-bonded junction of the tubing and stressmember. The cause of the leak could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor was leaking from the winged luer cap. This event was identified before patient use. The device was filled with an unspecified medication. There was no patient involvement. No additional information is available.